Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was not working when plugged into the console device and foot pedal device. According to the report, all of the rotations per minute (rpms) lights on the console device were lit and an error code was not displayed. The reporter stated that all the devices were tested with an identical system and foot pedal device and console device were working correctly. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.